Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical device: 5076 implantable pacing lead, (B)(6) 2011.

Event description:
It was reported that right ventricular (rv) lead delivered 10 shocks due to t-wave oversensing. It was noted that the oversensing was due to a very high blood glucose level of 800. The sensitivity on the lead was reprogrammed and the t-wave oversensing was resolved. The rv lead remains in use. No further patient complications have been reported as a result of this event.